Manufacturer narrative:
This patient is enrolled in the (B)(6): a (B)(6) male subject underwent a percutaneous coronary intervention (pci) and appropriate deployment of the cobra pzf stent (3x24 mm) to the mid left anterior descending coronary artery (lad) type c lesion on (B)(6) 2014 per ide protocol. Pre-procedure stenosis was 80% with no calcification. A second cobra stent (2.75x12 mm) was placed because of a small distal dissection after the first stent was deployed. In addition, a proximal/mid left anterior descending (lad) dissection and significant stenosis was covered with a third stent (another bare metal stent (bms) - 3x26 mm). A total of 3 stents were placed as allowed per the bailout procedures. The patient stayed in the hospital for the 18-24 hours observation period and was discharged home in stable condition the day after the procedure. The subject has relevant medical history of coronary artery disease, diabetes mellitus and hypertension diagnosed on (B)(6) 2012; hyperlipemia and chronic renal failure diagnosed on (B)(6) 2012, atrial fibrillation on (B)(6) 2012, heart failure on (B)(6) 2012 and prior smoker. The subject's concomitant medications include aspirin, carvedilol, pravastatin, warfarin, losartan and torsemide. Approximately 11 months after the index procedure, the patient was hospitalized due to acute renal failure, which was treated medically and resolved 3 days later. Approximately thirteen months later, the patient was hospitalized for acute congestive heart failure, which was treated with diuretics and resolved 5 days later. On (B)(6) 2017 (approximately 33 months after the index procedure), the subject experienced a non st elevated myocardial infarction (nstemi). The subject presented to ER complaining of chest pain with positive troponin. Coronary angiography on (B)(6) 2017 showed calcified eccentric 68% lesion in the proximal lad, tubular 62% lesion in the mid lad (in-stent restenosis) and tubular discrete 85% lesion in the distal lad. Two drug eluting stents were deployed in the proximal and distal lad, and balloon angioplasty was performed in the mid lad. On the same day, the event was considered resolved. The sponsor and the investigator consider the event as possibly related to the device (the study device and/or the other bms stent). Additionally, patient's co-morbidities listed above and disease progression are most likely contributors in this (B)(6) male patient. Restenosis is an anticipated issue after pci and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. The review of the device history record indicates that the device met its pre-determined manufacturing specifications.

Event description:
On (B)(6) 2017 (approximately 33 months after the index procedure part of pzf shield trial), the subject presented to ER complaining of chest pain with positive troponin. The subject experienced a non st elevated myocardial infarction (nstemi).